Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the battery compartment was cracked for about 2 months. Patient reported that the battery cap was not damaged and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the ¿pump¿ was returned for evaluation, not the ¿meter remote¿.

Manufacturer narrative:
Device evaluation: the meter remote has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that there was a crack along the battery compartment threads. The battery compartment threads were also found to be stripped/damaged. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. No battery cap was returned with the pump. A test battery cap was used to complete the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.